Event description:
It was reported to lifecell on (B)(4) 2011 by (B)(4), lifecell distribution, that multiple intra-operative tears occurred while the device was being implanted. The surgeon completed the surgery with a like device. There was no serious injury reported with this event, but there is a potential for serious injury if this event were to recur.

Manufacturer narrative:
Date of implantation was not reported. Method: review of the device history record. Review of lifecell's complaint management system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history record revealed no deviations associated with the nature of this complaint. To date, (B)(4) other complaints were reported to lifecell against lot t00058. Of these, two were related to a delivery issue and a storage issue, and one was a clinical complaint. As of (B)(4) 2011, (B)(4) devices were distributed from lot t00058. Conclusion: the complaint-related device was implanted and not returned to lifecell. Internal investigation revealed the device met qc release criteria including mechanical testing. Device was not returned to lifecell.